Manufacturer narrative:
Batch review performed on 02.sep.2019: lot 1810215: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved- batch review performed on 02.sep.2019: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115), lot 187076: (B)(4) items manufactured and released on 15-jan-2019. Expiration date: 2023-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection after about 2 months from primary, the pathogen is unknown. The surgeon performed an I&d and revised the head and liner. The surgery was completed successfully.